Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "unable to program" biomed contacted the nurse said she programmed 5.8 ml and it changed to .18ml by itself.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated, the reported issue was not observed. Delivery accuracy of 250 ml/hr and 25 ml tested in specification at 6 minutes and 6 seconds or 98% of expected accuracy with no free flow door opened or closed. The device operated as intended. The log review did not note the occurrence of the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.